Manufacturer narrative:
As no further info concerning this report is expected, out investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific rec'd info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) sys, exhibited a hematoma post-implant, located at the pocket site. The clinical study site later reported a pocket infection. The sys has since been explanted, reportedly due to other underlying medical conditions; antibiotic therapy was administered. No other adverse pt effects were reported and no return of prod is expected.